Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was an apparent lead fracture, no capture and elevated impedance on the two epicardial leads. The epicardial leads were both capped. Upon placement of a new atrial lead there was found to be low sensing and high thresholds. It was also reported that with multiple positioning attempts, the atrial lead had poor sensing, no capture and inability to fix lead to lateral wall. The lead was explanted and replaced. No patient complications have been reported as a result of this event.